Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements since implant. The measurement was now high, out-of-range at greater than 2,000 ohms. An alert was issued in the remote monitoring system due to this measurement, and an email was sent to the clinic recommending further review of the lv lead. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.